Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded buttons on keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case on display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed for a button error and that the display froze. The blood glucose reading was 89 mg/dl. The customer had to program the insulin pump every two hours. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.